Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error alarm. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarm.